Manufacturer narrative:
It was reported that the bed was non-functional during use when the user attempted to raise or lower it. The customer initially reported frayed wiring; however, evaluation of submitted photos confirmed that one of the prongs on the power cord was fractured. The pendant was also reported as damaged, with non-functional buttons. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the bed was non-functional during use when the user attempted to raise or lower it. The customer initially reported frayed wiring; however, evaluation of submitted photos shows that one of the prongs on the power cord was fractured. The pendant was also reported as damaged, with non-functional buttons.